Manufacturer narrative:
During the onsite investigation, the service engineer performed replacement and alignment of tracker mirror for the eyetracker to work properly and successfully completed the system verification. The root cause of the problems with tracking the patient's eyes during the procedure was due to worn optics. (B)(4).

Event description:
Customer reported difficulty acquiring track on several patients. However, the procedures were completed, there was no harm to the patients and no delays to start of surgery.